Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that something was seriously wrong as they were getting shocked. Pt stated that it was like an electric shock that went down both of their legs and that it happened a couple times late last night. Pt stated that they thought that they were in a weird position or that the ins was low and needed to be recharged; pt stated that they checked the device this morning and that when they tried recharging the ins, they could've even move around at all; pt stated that recharging the ins was difficult since every time they moved they would get shocked and the device would keep losing connection. Pt stated that the shocking was literally making their legs jerk and it was scaring them. Pss asked if they tried turning down the stimulation; pt stated that they hadn't changed or increased the stimulation. Pss suggested that the pt turn the ins off to see if the shocking would stop; pt stated that they weren't sure how to turn the ins off, so pss walked the pt through turning the stimulation off. Pt stated that they were laying in bed and that every time they moved the ins would shock them; pt stated that it would be okay if they laid still. Pt stated that they couldn't walk across the room as they would get shocked with every step. Pt stated that they were moving around and that they were no longer getting shocked with the ins off. Pt stated that they personally thought that the ins was shocking them since that's where they could feel the shocking coming from. Pt mentioned that they had another ins for like six years, however the battery wouldn't stay charged so they were told that they needed a new ins, so they got an upgraded ins; pss was unable to locate a record in cmf regarding their previous ins not staying charged. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that their mdt rep was paul hurley; pt confirmed that they had the rep's contact information; pt will contact the rep regarding the issue. Caller was redirected to the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for call was pt said they had a problem stimulator shocking them internally. Pt said they had the same problem last year. Pt said they met with their rep who resolved the issue by changing some settings. Pt mentioned they also got a scan to make sure nothing came loose. Pt said it only shocked them once but previously it was shocking them all day whenever they moved. Pt said the rep didn't tell the pt exactly what they did and pt thought it was frustrating because they weren't told what was changed. Pt further explained that they were shocked when they were getting out of the car one time and then it was fine after that. The patient was redirected to their healthcare provider to further address the issue.